Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to send safety data sheet to the consumer since the consumer refused to provide email address and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer reported that while opening the reagent bottle, the solution splashed into her daughter's eyes while doing the test. The consumer had red eyes and burning sensation. The customer flushed her eyes with copious amounts of water. The customer stated that the patient was asymptomatic. The customer confirmed there was no harm due to the test results.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer reported that while opening the reagent bottle, the solution splashed into her daughter's eyes while doing the test. The consumer had red eyes and burning sensation. The customer flushed her eyes with copious amounts of water. The customer stated that the patient was asymptomatic. The customer confirmed there was no harm due to the test results.